Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited sensing issues and high threshold measurements on the right ventricular (rv) lead. Surgical intervention was performed to replace the ICD and partially replace the rv lead. The pace/sense portion of the rv lead was surgically abandoned and replaced. The ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the seal plug of the right ventricular (rv) positive port but no other anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to because the product was returned and analyzed.